Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: smartablate generator, model #m-4900-07, s/n: (B)(4). Smartablate pump, model #m-4900-08, s/n: (B)(4). Cs catheter, model #d-1263-07-s, lot #17439744m. Soundstar catheter, model #m-5723-05, s/n unknown. Pentaray nav eco, model #d-1282-08-s, lot #17457741l. Quadrapolar catheter, model #d-1085-413-s, lot #17454478m. (B)(4).

Event description:
It was reported that a male patient underwent a procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The patient was then stabilized before being transferred to the critical care unit for overnight observation. The status of the patient was noted as having improved. Overall ablation time at the site of the injury (near the left inferior vein) was roughly 5 minutes prior to the event. During this time, the patient¿s blood pressure dropped. The physician then checked for an effusion and found one to be present. The ablation was being performed at a power of 40 watts with no titration, and the irrigated catheter flow was set to 30ml/min. Though the tamponade was noticed during the ablation phase of the procedure, it was noted to have happened during one of the two transseptal punctures that were performed. The patient¿s activated clotting times were between 300 and 350 at the time of the event. No error messages were noted on any biosense webster equipment during the procedure, and there are no known patient factors that may have contributed to the event.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent a procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the catheter sensors was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed; no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.